Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse reported that there was communication loss on several bedside monitors (bsms). It was unclear if the bsms were being monitored on the central nurse's station (cns) and if multiple bsms went into comm loss at the same time, or if individual bsms went into comm loss at different times. The customer contact number did not allow for voice messages to be left, and no one answered the phone. The email provided returns as well. Therefore, qa could not get clarification on the details of the complaint. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nurse reported that several bedside monitors (bsms) were displaying comm loss. Nihon kohden (nk) was unable to obtain clarification of the details of the complaint. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) noted this model is no longer supported. Follow-up attempts to contact the customer could not be completed as correspondence was returned or went unanswered. With the available information, it is reasonable to determine the root cause to be that the device was at its end of life, end of service. Comm loss is an error message notifying the user of loss of network communication between the monitoring devices and the central nurse's station (cns). Possible causes of a communication error message on a bsm could be when the network cable or connector is disconnected or faulty, if the wireless router or hub is faulty, if the settings of the bedside monitor are not the same as the cns or if there are duplicate ip addresses being used by more than one bed. Communication loss may also occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection or cause the host table to become unbalanced.

Event description:
The nurse reported that several bedside monitors (bsms) were displaying comm loss. Nihon kohden was unable to obtain clarification of the details of the complaint. No patient harm was reported.